Event description:
It was reported that the patient received inappropriate therapy from their implantable cardioverter defibrillator (ICD). The therapies were delivered secondary to the ICD oversensing of both pacing stimulus from an additional implant and actual ventricular depolarization, resulting in ventricular fibrillation (vf) detection and treatment. It was also reported that the ICD sensed the pacing stimulus as noise. The ICD was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead with cardiac resynchronization therapy defibrillator (crt-d) spikes oversensing causing inappropriate therapy. Analysis of the device memory also indicated the unexpected delivery of a ventricular tachyarrhythmia therapy.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5068-52, lead, implanted: (B)(6) 1999; 5568-45, lead, implanted: (B)(6) 1999; 694265, lead, implanted: (B)(6) 1999. (B)(4).